Event description:
Customer reports that she tested 166mg/dl on the device and felt hypoglycemic symptoms. She states that the paramedics were called and tested customer at 22mg/dl on their device within 10 minutes of the original result. Customer reports being given a glucose IV and transported to the hospital where she tested 120mg/dl and was released later. No quality controls were used. Requested return of suspect device and replacement was sent.